Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an upgrade procedure, the physician noticed this right ventricular (rv) lead had a breach in the insulation. The lead was surgically abandoned and the patient received a new system on the opposite side of the chest due to the condition of the patient's vessels. The lead remains implanted. No adverse patient effects were reported.